Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose level of 447 mg/dl. The customer¿s blood glucose level was 447 mg/dl at the time of the incident. The customer¿s symptoms were not noted, and the customer was treated with a manual injection. Customer stated this may be caused by their sensor not holding up from doing cross fit. Customer was advised of liquid adhesive options that may work over tape. No troubleshooting was performed. Customer was advised sample adhesives would be sent. The insulin pump will not be returned for analysis.